Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing shortness of breath, dizziness, and nausea. They took a ketone urine test at home and the result was purple (high). The bg reading was over 500 mg/dl and the cgm reading was 140 mg/dl. The patient self-treated with insulin via pump. The patient went to the hospital, where they took an ECG, measured blood pressure hourly, and had blood samples taken twice. The patient was treated with electrolytes and insulin (12 and 6 units) and stayed there overnight. The patient was discharged on 06/30/2026. The patient was using the insulet omnipod5 insulin pump during the event. At the time of the report the patient was tired and exhausted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional details or treatment information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.